Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs show a corresponding reduction in signal not reliable measurements and confirms the reported failure mode. The console was returned. The pump connector optical fiber was inspected and did not have any damage or contamination that would cause an unreliable placement signal. The 5s parameters of the optical fiber were checked and all values were within the specification. Although the unreliable placement signal was not reproduced, the root cause was likely due to a malfunction of the optical lamp, causing intermittent interruptions in light output. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced a loss of placement signal. Review of the device log later showed an oscillating contrast pattern that triggered the ¿placement signal not reliable¿ alarms. This finding indicates a potential issue with the automated impella controller (aic) as the source of the alarm. No patient harm was reported.